Manufacturer narrative:
As reported, the user felt the balloon of a 5 f mynxgrip vascular closure device (vcd) up against the sheath and then when the second pull back was done, the device came out from the sheath as the balloon did not abut against the arteriotomy. Manual pressure was held for less than thirty minutes to close the artery. There was no reported patient injury. The mynx device was intended to be used following an interventional peripheral procedure. The user was trained on the use of the mynx device. The device was stored as per the labeling and was prepped. There was no calcification, tortuosity or stenosis in the superficial femoral artery (sfa) or the iliac. The device was prepped as per the instructions for use (IFU) and was purged of air during prep. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The balloon did not lose pressure and there was no visible damage in the distal end of the sheath after removal. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was discarded by the site. Review of lot f1833802, UDI#: (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Neither the product history record (phr) review nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective or preventative action will be taken at this time.

Event description:
As reported, the user felt the balloon of a 5 f mynxgrip vascular closure device (vcd) up against the sheath and then when the second pull back was done, the device came out from the sheath as the balloon did not abut against the arteriotomy. Manual pressure was held for less than thirty minutes to close the artery. There was no reported patient injury. The mynx device was intended to be used following an interventional peripheral procedure. The user was trained on the use of the mynx device. The device was stored as per the labeling and was prepped. There was no calcification, tortuosity or stenosis in the superficial femoral artery (sfa) or the iliac. The device was prepped as per the instructions for use (IFU) and was purged of air during prep. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5 mm in diameter. The balloon did not lose pressure and there was no visible damage in the distal end of the sheath after removal. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was discarded by the site.